Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient presented to the clinic complaining of dizziness. The device was at elective replacement indicator even though it had been checked seven days earlier and the battery voltage was fine. The device was explanted and replaced. No patient complications have been reported as a result of this event.